Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose reported at 400 mg/dl while ill, despite the pump delivering correction doses, with no observed supply issues and no extra carbohydrate intake. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the user disconnecting from the pump and administering subcutaneous insulin by pen, after which glucose returned to range, with no hospitalization. Investigation included review of pump reports and user troubleshooting, including site and supply changes. Investigation of this case revealed no evidence of infusion set occlusion, kinking, or air, and the event was consistent with illness-related insulin resistance rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was patient condition associated with intercurrent illness.